Event description:
Subsequent to the initially filed report it was reported a non-abbott balloon was used to advance over the wire from another manufacturer to complete the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered difficulty moving through a balloon catheter. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the anterior tibial artery which was mostly occluded. A non-abbott 4fr sheath was used and a command guide wire was advanced to the lesion. The 2.0x200 mm armada 14 percutaneous transluminal angioplasty (pta) catheter would not advance because the guide wire could not advance through the device. A guide wire from another manufacturer was used but still the balloon would not advance and it seemed to be "stinking" [sticking] to the guide wire. Contrast also would not go through the armada pta catheter. A larger unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.